Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 2 months after the implantation this right ventricular lead showed out of range impedances bipolar and unipolar (> 2500 ohms). The threshold was 4.3@1 ms, r-waves were 11-12 mv. No signs of fracture or dislodgement were seen. The lead was capped and a new lead was implanted.